Event description:
The pt reported his blood glucose reached 500 mg/dl less than 10 hrs after the device was activated, although he had also given himself an injection of long-acting insulin in the morning. He went to the hosp and with the hosp meter his bg measured 380 mg/dl. They were able to bring his bg down to 150 mg/dl, with additional insulin. He continued to wear the pod while at the hosp. At the time of the call his bg was reading 110 mg/dl and there were no additional bg level, treatment or history provided.

Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported pt's hospitalization for hyperglycemia. No product lot number was reported therefore no qualification records were reviewed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." "If your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose)." And it advises "check your blood glucose at least 4-6 times a day: when you wake up, before every meal, and before going to bed."